Event description:
While using a smiths medical hypodermic needle-pro edge 25gx1inch syringe bulb was unlevel when drawing up 0.5cc dose of medication. The rubber stopper should be round but was an odd shape and do not displace the volume in the syringe as they should.